Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Mother stated on june 15th they were watching television, then the patient's stomach started to hurt. The patient started throwing up. The pod was worn for more than 48 hours on the arm. They called her endocrinologist and the doctor stated to change sites, give her some insulin of 3.50 units from the pod, and go to the ER (emergency room). They went to the ER and the patient's blood glucose was over 500mg/dl. They did a blood, urine test and said she had large ketones but did not have dka (diabetic ketoacidosis), ER also did a kidney test. The patient was diagnosed with hyperglycemia. The ER gave the customer sodium chloride (275 ml) and sodium chloride (225 ml), zofran (4 mg), and tylenol (400 mg). Patient had a headache and could not eat for 2 days because her throat was so sore due to throwing up. Bg went down to 132mg/dl and the ER released her. ER did not give any prescriptions. ER told patient to have a follow up visit with the endocrinologist, which she did 4 days after ER visit. At this follow up visit, mother stated there was an increase of 1.4 units for some settings and 2.5 units for others, not sure exactly what was changed but no drastic changes were made, wanted to wait and see how these changes work. Mother stated endocrinologist also changed the basal rate to 0.50/hr.